Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm, replace battery now alarm, low battery alert or failed battery test noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery test and power loss alarm. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. : customer received a replace battery alarm and when she put new battery in got battery failed alarm. Customer did not receive a low battery alert prior to the replace battery now alarm. . Customer states the battery was not previously used. Customer states the pump was not dropped. Customer states there were not unattended alarms. Customer states the battery cap is not loose, cracked or damaged. This is the second occurrence of replace battery now without a low battery warning. Customer reported that they had several replace battery alarms today and one power loss and only one low battery alert. Customer is not calling back after leaving current battery in pump for 1 hour. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.